Manufacturer narrative:
The returned genesis ii components were examined visually. Sem/edxa of the femoral component showed titanium transfer on the articulating surface confirming contact with tibial baseplate. The deformation and damage of the insert on the backside and post confirmed the disassociation of the polyethylene insert. The disassociation of the insert caused the cobaltchrome femoral component to articulate against the titanium tibial tray component. Based on analysis of the returned components the cause for the insert to disassociation could not be determined.

Event description:
It was reported that revision surgery was performed due to dislocation.